Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good. It was further reported that the 95% stenosed target lesion was located in the mildly tortuous and moderately calcified tibialis anterior artery.

Manufacturer narrative:
(E1) initial reporter city: (B)(6).